Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: nonaugmentable stemmed tibial component part#: 00598603702, lot#: 63851973 all poly patella part#: 00597206532, lot#: 63760719. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04025, 0001822565 - 2018 - 04026. Remains implanted.

Event description:
It was reported that the patient underwent left knee arthroplasty three months post-implantation due to ostearthritis. Subsequently, the patient suffered flexion contracture. No additional patient consequences were reported.

Event description:
It was reported a patient experienced flexion contracture three months post-implantation. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04025 - 1.